Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing extended and frequent ipg charging sessions. In addition, the patient was also experiencing warming of the skin during those charging sessions. It was suspected that the ipg was moving within the pocket. An x-ray of the pocket site was taken; it was assessed that the ipg had flipped. The patient underwent a pocket revision procedure and is doing well post-operatively.